Event description:
While reaming tibial tunnel, a plastic cannula was caught by reamer and broke off distal 1/4. The broken part was retrieved. Sales rep was present and, according to staff, advised dr, reamer would pass. Delay in finding all info.